Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 83 mg/dl. Customer mentioned the device alarmed compromised force sensor system alarm. Device was able to rewind but device was unable to get out of the rewind process. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. The operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. No a33 alarms noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.